Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas pro c 503 analyzer. The sample initially resulted in an hba1c value of 4.9 % and this value was reported outside of the laboratory. The result was questioned by the physician as it did not match previous patient history. The sample was repeated twice, each time resulting in a value of 10.3 %. The repeat result was deemed correct. The hba1c reagent lot number was 537671. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined the sample probe was dirty. The probe was cleaned. The customer ran controls without any issues. Calibration data was provided from the last calibration on (B)(6) 2022 and this calibration had errors. The customer stated that control data was acceptable. Upon review of the provided data, controls were out of range on the day of the event. Upon review of the alarm trace, multiple sample short and abnormal probe aspiration alarms occurred on the day of the event. The investigation determined the service actions resolved the issue.